Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy (leaving ovaries)') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced feeling abnormal ("foggy brain"), alopecia ("hair loss"), abdominal distension ("growing belly") and mood swings ("mood swings"). Essure was removed. At the time of the report, the medical device removal, feeling abnormal, alopecia, abdominal distension and mood swings had resolved. The reporter considered abdominal distension, alopecia, feeling abnormal, medical device removal and mood swings to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy, foggy brain, hair loss, swollen belly, mood swings. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced feeling abnormal ("foggy brain"), alopecia ("hair loss"), abdominal distension ("growing belly") and mood swings ("mood swings"). The patient was treated with surgery (hysterectomy (leaving ovaries). Essure was removed. At the time of the report, the medical device removal, feeling abnormal, alopecia, abdominal distension and mood swings had resolved. The reporter considered abdominal distension, alopecia, feeling abnormal, medical device removal and mood swings to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- hysterectomy, foggy brain, hair loss, swollen belly, mood swings quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.